Event description:
In 2009, the patient's nurse reported the patient was admitted to the hospital three days prior, complaining of dizziness. She stated she did not know the patient's blood glucose reading upon admittance. He was disconnected from his insulin infusion device and has been on a sliding scale and lantus. She said, the patient has been experiencing low blood glucose readings in the 40's mg/dl in the middle of the night over the last few days. His normal range is 100-200 mg/dl. She stated the patient would correct his readings by disconnecting from his infusion device and drinking orange juice and eating. She requested assistance in adjusting the patient's basal rates on his infusion device before reconnecting him to his device. The nurse was assisted with adjusting the basal rates. On follow up with the patient the following month, he stated, he was discharged from the hospital about a week ago. While in the hospital and disconnected from his device, his blood glucose continued to be elevated and he requested to be put back on his device. He said since he has been home he has had elevated blood glucose readings in the 200's mg/dl which he thinks is due to his basal rates being lowered by his doctor. He is working with his doctor to adjust his basal rates. On further follow up the next day, the patient stated, he continues to have erratic blood glucose readings. Product was replaced and requested to be returned for evaluation.